Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. No phone number provided. The customer completed repairs without providing any repair information to the manufacturer.

Event description:
It was reported that the unit declared an error 1007 (machine and proximal pressure sensors failed).there was no patient involvement. Event date not specified; estimate used.